Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a check, post-paced t-wave oversensing was observed. Programming changes were made. The patient will continue to be followed normally.